Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the direction of tip was towards the 1 o'clock position, instead of the 11 o'clock position. There were no injury nor patient complications reported as a result of this event.